Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose. Customer blood glucose level was 22 mmol/l at the time of incident and current blood glucose level 18 mmol/l. Customer other relevant blood glucose level was 18 mmol/l, 25.3 mmol/l. Customer also stated that the insulin pump had insulin flow blocked alert. Trouble shooting was performed, insulin was exited. Customer treated high blood glucose with manual injection. The device will not be returned for analysis.